Event description:
(B)(4). It was reported that during a coronary artery stenting procedure a dissection occurred. The target lesion was located in the proximal right coronary artery and mid right coronary artery with 90% stenosis, a length of 32 mm, and reference diameter of 3.0 mm. The physician treated the lesion with pre-dilatation using an apex balloon and implanting a 3.0 x 38 mm and 3.0x 18/20 mm study stents, and post dilatation with 10% residual stenosis. Core lab report notes a small intraluminal dissection present after balloon predilation. Two stents deployed in an overlapping fashion. Good final result with the patient condition listed as fine. The patient was discharged the next day on aspirin and clopidogrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).